Manufacturer narrative:
Device was received with a partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to partially broken retainer, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retention ring was broken and it was taped on the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.